Manufacturer narrative:
As neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. All demographic information on the regulatory document states "confidential."

Event description:
It was reported that bd insyte autoguard catheter tore. The following information was provided by the initial reporter, translated from portuguese to english: catheter torn. I would like to point out that this type of situation is common, even when the correct technique is strictly followed. In urgent cases, the need to rotate a part to dislodge the catheter from the needle becomes a challenge, as no time can be lost in this process. The material used must be easy and practical to use to avoid complications during the puncture. In addition, ultrasound (us)-guided punctures make the use of this catheter even more difficult. The need to simultaneously hold the catheter, the us probe and stretch the skin, as instructed by the manufacturer, becomes practically impossible. The needle retractor is large and heavy and the angle of handling makes the procedure even more difficult.